Manufacturer narrative:
Device is an instrument and is not implanted/explanted. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. No non-conformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the drill bits broke during surgery. This is report 1 of 2 for (B)(6).

Manufacturer narrative:
Additional narrative: a manufacturing evaluation was completed: the devices were received broken distal. Both damaged drill bits were checked and found to be in compliance with the technical drawings and ao/asl f specification. The examination of the raw-material testing certificates and the manufacturing papers showed no deviations regarding material analysis, strength and structural stability. The values were in compliance with ao/asif specification and with the international standard (1.4112). Our investigation for both instruments have shown that the tips are contorted, broken distal and the cutting edges are blunt. There is no evidence regarding location of both tips. It is likely that too much mechanical force or possible contact with other metallic parts during drilling may have caused these damage. No product fault could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.